Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on december 23th, a brevera procedure was performed and there was no suction during the procedure. The system passed setup, and after the needle was inserted into the patient's breast, there was no suction, and unable to acquire samples. No errors were seen on the system at the time, and the procedure was rescheduled. There was no injury to the patient or additional treatment needed. No additional information available. He console was examined by a field engineer and it was observed that the suction problem could not be duplicated. Found the suction force within proper limits. System was operating within manufacturer´s specifications. No other information is available.